Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found. A review of the device history record for sn (B)(4) was performed from 10/02/2019 to 08/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the tamper switch was allegedly not working. There was no patient involvement.